Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their drive support cap is protruded. Her blood glucose was 94 mg/dl at the time of the event. The customer said that the back end of her pump busted out when she was attempting to prime the tubing and the pump was alarming no reservoir. She said that the insulin ran out. The customer said that she did not press the cap while she was connected. She was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.